Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that, while outside of a procedure, a radiologic technologist (rt) that operates the imaging system was showing badge readings greater than expected. Values of the reading were not provided. Additionally, the rt was reported to work with other non-medtronic radiation devices as well. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.